Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was dead and off changed battery. It was reported that the insulin pump did not alarm low battery. No harm requiring medical intervention was reported. The customer will discontinue the use of device.